Manufacturer narrative:
On (B)(4) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that the customer was experiencing a printer hard error. Fse had the customer move the paper release lever back and worth several times and reboot the instrument. The fse followed back up and the instrument is up and operational. The most probable cause of the reported event was due to a defective paper release lever. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported error 5017 printer hard error with their aia-360 analyzer. The customer is unable to run e2, lsh, ckmb, and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, fsh, ckmb, and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.